Manufacturer narrative:
No lot number has been provided; therefore a review of the manufacturing records could not be conducted. As reported the fasteners were place outside of the outermost row of stitching on the very edge of the device. The fixation section of the IFU states "to ensure a strong repair, sutures, or tacks should be placed at least 1/2 cm inside the outermost row of stitching." As reported it appears that the problem was related to user device interface. However, based on not having the sample for evaluation, we are unable to confirm and evaluate for a definitive root cause of the reported product problem. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol: it is reported that during a lap ventral procedure the surgeon likes to add extra fixation around the outer perimeter (very edge) of the composix l/p mesh where there is only layer of eptfe. He does this to ensure the edges do not roll over. As reported approximately 35 optifix fasteners were placed and during this time 2-3 of the fasteners penetrated through the eptfe layer leaving a small hole at each site. The fasteners were removed and another was placed in the next available space. There was no patient injury as a result and the mesh remains implanted. As the integrity of the composix l/p mesh was compromised this is being reported as a device malfunction.